Event description:
At start of procedure sheath began leaking as soon as it was inserted into pt; exchanged out with no further issues. No effect on pt. Manufacturer rep notified. Rep filed a report and will watch for further incidents. If there is a repeat, will take appropriate action at that time. Rep spoke with mgr, no further instances with sheaths from that lot number.

Event description:
At start of procedure sheath began leaking as soon as it was inserted into pt; exchanged out with no further issues. No effect on pt. Manufacturer rep notified. Rep filed a report and will watch for further incidents. If there is a repeat, will take appropriate action at that time. Rep spoke with mgr, no further instances with sheaths from that lot number.